Event description:
On 2/6/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak suture broke while passing the repair suture through the anchor. The repair suture was cut out and the anchor was left implanted in the patient. Three additional ar-3636 knotless fibertak were used to complete the case successfully. This was discovered during a labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing; however, due to the device not being returned, we are unable to confirm the reported event.